Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular lead. Reprogramming was performed and the lead remains in use. The patient is a participant in the (B)(6) clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nearly 2.5 years later, the patient had diaphragmatic/phrenic nerve stimulation. Reprogramming was performed. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A few months later, a remote monitoring visit showed high pacing threshold. Additional reprogramming was performed in office.